Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the ccp did not hear any gas leaks. The fsr verified the reported complaint in the logs. He performed multiple o2 calibrations successfully. It was determined through log analysis, no repair was needed. The fsr completed a full inspection of the epgs. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) showed a question mark (?) Over the oxygen (o2) flow and fraction of inspired oxygen (fio2) icons on the screen. This happened after an o2 calibration was performed. The epgs was rebooted and the epgs calibrated successfully. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.